Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yh4m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she was having problems with her joints; it was swelling up like a balloon - looked like the pillsbury doughboy. The patient went to a (B)(6) and there was a machine there and that was when it all started. They could not troubleshoot due to lack of access to the product. She was retaining fluid and she was urinating but not very much. The patient said the stim felt like a butterfly and it was driving her crazy so she had her husband lower it but when she started swelling, she had him raise it up. Additional information from the consumer reported she had the device implanted for urinary retention. In addition to the swelling in the knees, the patient was also having constant pain on the back of her legs and knees and she could hardly walk because of it. She felt stimulation to the right side of her vagina/ pelvic floor and it fluttered a lot and was uncomfortable for her at times. The thera py was on. She felt the problems were related to interaction with the machines at the (B)(6). Patient services helped the patient with changing programs. She changed from program 1 to 2 and she already felt better after changing to program 2 and adjusting the amplitude. The patient kept herself on a regimen and was not drinking much because she was worried. She planned to see her primary care physician the week after report. There was a gradual change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.